Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump failed. It was reported that there was no patient involvement during the reported event.